Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not open. The patient was undergoing surgery of flow diverter stent placement for treatment of a saccular, unruptured aneurysm in the right internal carotid artery - posterior communicating artery (ic-pc) with a max diameter of 5.3mm and a 3.5mm neck diameter. The landing zone diameter was 3.1mm on the distal side and 4.6mm on the proximal side. The access vessel was the right internal carotid artery with a diameter of 4.6mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the pipeline was deployed, but it was removed outside the patient body due to a distal deployment failure. With a large difference in blood vessel diameter and distal part not opening at all, it could not be deployed and was removed. The procedure was changed to a normal coil embolization. The pipeline had not been positioned in a tortuous region. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No other operation was performed to deploy the stent. The stent was removed from the patient's body, it was resheathed and removed with the microcatheter. The pipeline was not used as an indication (off-label use). It was prepared according to the instructions per the IFU. No patient symptoms or further complications were reported as a result of this event. Dapt was performed, the pru level was unknown. The findings of postoperative blood flow angiography were normal.